Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient was outside her yard and when she looked at her pump her cgm reading was 206 mg/dl but she was experiencing hypoglycemic symptoms, she was experiencing shakiness, blurry vision and sweating. She took a bg reading which was 64 mg/dl and just few minutes after the bg reading was 42 mg/dl she lost consciousness. The husband called the ambulance and while waiting ems he treated the patient with glucagon injection. The patient regained consciousness and drunk some orange juice and she started to feel better. When ems arrived there was no longer any treatment provided by the paramedics as the patient was already recovered. The patent removed the sensor that same day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.